Event description:
A 79-year-old male patient underwent a planned in-patient percutaneous coronary intervention (pci) procedure due to a chronic total occlusion (cto). The procedure was to treat a blockage/disease in the proximal left anterior descending (lad) artery to the left main (lm). Access was obtained via the right radial artery. It was reported that the patient was provided a total of four rounds of treatment using a c2 plus coronary intravascular lithotripsy (ivl) catheter. During the procedure, the patient's ejection fraction (ef) was between 35-40 and started to have chest pain during the last round of ivl treatment. The patient's blood pressure also started to decrease so the physician immediately implanted a synergy drug-eluting stent. The physician also inserted an impella device, however, the patient started to code. The patient subsequently expired while still on the cath lab table. The was no ivl device malfunction reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, no investigation can be performed. Based on the reported event, the patient experienced chest pain and decreased blood pressure during the last round of ivl treatment. The physician immediately implanted a drug-eluting stent and inserted an impella heart pump. However, the patient coded and subsequently expired while still on the cath lab table. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Manufacturer narrative:
See correction to d4: UDI.